Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient had undergone a spinal fusion at l1-l3 due to burst fracture at l1-3 or l2 vertebral fracture. Post-op, when bone union was achieved, a removal surgery was conducted. During this revision surgery, the set screw at the left side of l3 was found to be broken; however, it remained in the screw head. Due to set screw breakage, the implanted rod detached from screw head on the caudal side. All the implants were removed in the revision surgery, with no fragment of the broken product remaining inside the patient.